Manufacturer narrative:
Investigation summary: with the available information, boston scientific confirmed that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR confirmed that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. Investigation conclusion: the single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment. However, depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix to enable extension in all cases.

Event description:
It was reported that during implant of this lead, the helix was unable to be extended after placement of the lead. The lead was repositioned several times, however, the helix was unable to be extended. The lead was attempted but not implanted. The procedure was completed with the use of another lead. No adverse patient effects were reported. The product has been received for analysis.